Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, an unspecified channel was programmed to deliver an unspecified concentration of dopamine, at a dose rate of 10 mcg/kg/min and the delivery was started via a central line. No further programming parameters were provided. The customer contact reported at approx 13:45, the pt was transported from the operating room to the intensive care unit (ICU). It was reported the pt was on mechanical ventilation with full assist at the time of the transfer. The customer contact reported the pt was also receiving unspecified concentrations of epinephrine, insulin and propofol. No specific programming parameters were provided. At the time, the pt was reported to be unstable with a blood pressure of 88/43 mmhg. At an unspecified time between 13:50 and 14:00, it was reported that the pt went into ventricular tachycardia and cardiac arrest. A code blue was called. At 1400, the pt's blood pressure was 72/39 mmhg and the arterial pressure was 59/36 mmhg. At that time, the physician ordered the dopamine dose rate to be increased to 15 mcg/kg/min. The nurse reported while reprogramming the increased dopamine rate, the device audibly alarmed and displayed a white screen. The device was removed from clinical service. Therapy was resumed using a replacement device. At that time, the customer contact reported there was no change in the pt's blood pressure. At an unspecified time following the code blue, the physician ordered unspecified concentrations of amiodarone and levophed to be initiated. The customer contact reported the pt continued to have ventricular tachycardia which required unspecified resuscitation measures. On (B)(6) 2011, at an unspecified time, it was reported that the pt expired. During testing at the user facility, the device, when powered on, displayed a software error message. The customer contact reported the alarm condition did not contribute to the pt's death. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.